Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ssd was tested and found to not track instruments even though the tool was selected in the instruments window. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software investigation was initiated and determined that the information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hard drive was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The camera was not tracking anything. The ndi toolbox showed no issues. After looking at camera diagnostics, failures showed on all tool tracking. The camera failed to load; faults prevented tool navigation. Troubleshooting included installing updated application software without resolution. One tool tracker could be seen after installation, however other instruments and reference frames could not be seen. It was noted the tool tracker that could be seen had a very slow refresh rate. Next steps included following up to replace the hard drive.